Event description:
Rptr has suffered grave illness from the implants. She has autoimmune diseases. She knows this device caused this, because she has recovered a lot since explantation, but she has permanent damage too.